Event description:
Rv lead exhibited an increased sensing integrity counter (sic), and the lead integrity alert (lia) triggered. A drop in bipolar and tip to coil impedances was also observed. Multiple high-rate non-sustained episodes were noted since the increased sic. An insulation issue was suspected. Lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).